Manufacturer narrative:
On (B)(6) 2016, the initial reporter added the following information: "due to patient conditions, a revision cannot be performed up (B)(6) 2016. The patient shows an allergy to the cements, so they are deciding which kind of revision could be performed. It is possible that the revision will be performed in another hospital".

Manufacturer narrative:
Additional information received from the initial reporter on 13 april 2016 and includes: revision performed on (B)(6) 2016 through anterior approach. All implants removed and not replaced, not even with cement spacer as the patient is allergic also to that cement. X-rays and explants not available. Reason for infection is unknown. The lots previously provided regarding the involved stem and the head were not correct; in fact, the explanted stem lot was 131797 and the head lot was 7010926507. Batch review performed on 13 april 2016. Minimax cementless anatomical stem right size 4, code 01.13.104r, lot. 131797 (not marketed in USA) (B)(4) items manufactured and released on 22 july 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 14 april 2016 ceramtec communicated the batch review of the lot of the head (not marketed in the USA): everything is in compliance with the specifications valid at the time of the production.

Manufacturer narrative:
Additional information received on 22 january 2016 and includes: due to patient health conditions, the revision was postponed (it has not been already planned). On 01 february 2016, ceramtec provided the document review of the two components manufactured by ceramtec and involved in this report (biolox delta ceramic ball head and ceramic liner not marketed in the USA): "the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to the lack of ceramic parts, no further investigation could be done". Batch review performed on 09 february 2016. (B)(4).

Event description:
Revision planned due to infection. The surgeon prescribed an antibiotic therapy before proceeding with the revision. Pathogens causing the infection were unknown. Infection detected through scintigraphy with labeled leukocytes and pcr. Infection detected 10 months after first revision performed due to periprosthetic fracture. No x-ray and no explanted components will be available, if explanted.